Event description:
The patient's spouse reported that in the last two months the v-go has fallen off her husband's abdomen, after being on for about two or three hours. The patient did not save any v-go's, all were thrown out.